Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor errors and the buttons were harder to push. Customer¿s blood glucose level was unknown. Customer also reported random and unexplained no delivery alarms, battery life lasting less, insulin pump rejected batteries, and insulin pump was resetting every time he replaces the battery. Customer declined to troubleshoot with technical support. The device will not be returned for analysis.